Manufacturer narrative:
The device has been received by depuy synthes. The device was evaluated and the problem was confirmed during the pre-repair diagnostic assessment. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole in its hose. The occurrence date is unk. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.